Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 808:03 was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump with a failure code 808:03. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. No additional information is available. The software version is currently not known.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).